Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab. Pt's target therapeutic range is 2.0 - 3.0. Pt's previous inratio result was 3.3 on (B)(6) 2011.